Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The stent implant was stationary on the balloon but not between the markers. The distal end of the stent implant was 3.5 mm proximal to the distal end of the soft tip. The full length of the stent implant was mangled. The balloon had relaxed folds with crimp marks between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length was measured and met manufacturing criteria. The stent outer diameters could not be measured due to the damage noted. The hypotube and jacket were separated at the distal end of the strain relief tubing. The fracture faces were oval shaped, as if kinked prior to separation. The jacket material was stretched and jagged at the separation. There were two bends in the hypotube distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was heavily calcified, which likely contributed to the reported failure to advance. The shaft most likely kinked during advancement of the sds in the calcified anatomy and further manipulation of the shaft would have contributed to the shaft separating outside of the patient anatomy. Additional manipulation in the calcified lesion likely contributed to the noted stent damage and stent mislocation as there was no damage noted to the stent prior to use or mentioned in the case information. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed. There is no lot specific product quality deficiency. This type of reported event will continue to be monitored. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks and stent damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the patient presented with chest pain and was admitted for diagnostic angiography; post which it was decided to proceed with angioplasty. The procedure was the proximal left anterior descending artery, and the 2.75 x 15 mm xience v stent delivery system (sds) was advanced, but could not cross the target lesion. The device was removed from the anatomy. It was noted that the hypotube shaft had separated at the hub area. The patient was reported to be doing fine and in a stable condition. Although the procedure lasted for 60-90 minutes, there was no reported clinically significant delay in the procedure. The procedure was completed with a stent placement. There was no adverse patient sequela. No additional information was provided.